Manufacturer narrative:
Conclusion: it appeared that the event was due to the user error and does not represent a malfunction of the product. There was no report of labeling issues that could have contributed to the event.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this transcatheter pulmonary bioprosthetic valve (tpbv) was implanted 13 days after the use by date. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.